Event description:
The customer reported the mts centrifuge rpm display was posting rpm readings that were not within spec.

Manufacturer narrative:
The customer reported the mts centrifuge rpm display was posting rpm readings that were not within spec. An incorrect centrifugation speed exceeding or below rpm spec, during testing, it undetected, may lead to potential erroneous results and possible transfusion of incompatible blood. The risk of death or serious injury is not remote. Therefore, incident is reportable. It is unknown if the centrifuge rpm were out of spec. However, the rpm display indicated that the centrifuge rpm were out of specs during testing. Testing was aborted preventing erroneous results from being reported. However, if the reported incident were to recur, and if the user did not follow product labeling, erroneous results could have been interpreted. Instrument malfunction was confirmed.